Manufacturer narrative:
The troponin t reagent lot number was 82723901, with an expiration date of 30-apr-2026. The field service engineer determined there was an issue with the sample probe. The analyzer was decontaminated. A sipper and sample probe were replaced. The probe adjustments were verified. Calibration and precision studies were performed. Operational and mechanical checks passed. The customer stated that control recovery was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The customer repeated the sample since the initial value was lower than historical results. The repeat value was deemed correct. The sample initially resulted in a troponin t value of 40.5 ng/l and it repeated as 94.2 ng/l.